Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision was clear in the beginning, but is now blurry. She also reported she had "very bad astigmatism" and is seeing "flickers of light." She is bilaterally implanted, vision in her fellow eye is "good". In a follow-up, the consumer reported her symptoms have not improved and she was prescribed medications. She reported her distance vision is good and she can drive without glasses, but she cannot read labels in the grocery store. She reported she is not seeing equally in both eyes. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 10/19/2011. The manufacturer internal reference number is (B)(4).